Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device classified termination of events, arrhythmia appears to continue beneath detection rate. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.